Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no reported patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end/areas around the elevator were manually cleaned with aniosyme xl3 detergent and olympus single-use combination cleaning brushes, bw-412t. The scope was not manually disinfected. The aer used was an olympus etd3 and etd4 along with endodet detergent and endodis paa disinfectant. The scope was stored in a cleanascope advantage transport and short-term storage system and a cover endo-liner. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. Two (2) cfus of coagulase-negative staphylococci were detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on a brand new evis exera ii ultrasound gastrovideoscope. The forceps elevator channel tested positive for one (1) colony forming unit (cfu) of micrococcaceae. The biopsy channel tested positive for one (1) cfu of mesophiles bacillus species, two (2) cfus of coagulase-negative staphylococci, and one (1) cfu of brevundimonas vesicularis. The suction channel tested positive for three (3) cfus of sphingomonas paucimobilis. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found though there were several technical defects such as the bending section rubber glue was chipped, the air/water and suction cylinder was scratched and the angulation wire had play in the angulation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.